Event description:
It was reported that the pulse generator exhibited inappropriate telemetry measured data. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.